Event description:
Pt's test strips would not accept blood and the meter would not count down. No adverse events or serious injury occurred. No medical care was sought from a health care professional. The customer service representative discussed the products discontinuance after confirming that the test strips were defective.